Event description:
The reporter stated that the device result was 254 mg/dl and he dosed his normal amount of insulin. Shortly after, he began sweating and his glucose was 70 mg/dl. He ate a graham cracker and drank coke, then became incoherent. Emts were called and they checked his glucose at 56 mg/dl, then gave him a bag of dextrose. His glucose was then 131 mg/dl. The device was replaced and requested to be returned for evaluation.